Event description:
It was reported by the customer's mother, that the customer had high blood glucose levels over 600mg/dl. It was also reported that the insulin pump was alarming stating that the customer had low blood glucose levels but according to the mother, the blood glucose levels were normal. Unable to troubleshoot. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).